Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure at the superior flexure of duodenum performed on (B)(6) 2012. According to the complainant, during the procedure, when the jaws were opened, "the clip shifted to the side." Reportedly, the clip was not able to be separated from the delivery catheter. The procedure was completed using another resolution clip device. No patient complications resulted from this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure at the superior flexure of duodenum performed on (B)(6) 2012. According to the complainant, during the procedure, when the jaws were opened, the clip shifted to the side. Reportedly, the clip was not able to be separated from the delivery catheter. The procedure was completed using another resolution clip device. No patient complications resulted from this event.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly detached from the bushing, but still attached to the control wire via the tension breaker and yoke. The prongs were not able to be opened, but the clip assembly was able to be deployed with two clicks being heard. Additionally, a kink was observed in the control wire. The condition of the returned incident device was not consistent with the complaint that the clip assembly failed to release from the delivery catheter. The evaluation found that although the clip assembly returned detached from the bushing, it was able to be deployed without issue. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Component relates to device for the reported event of clip failed to separate from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.